Event description:
Device issue: damage distal end. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, "there was some disfigurement at the end of the device." There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.